Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/3/2025 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 1/31/2025. On (B)(6) 2025, the user experienced a low bg event while at work, reaching 36 mg/dl. They consumed 1.5 8oz juices but had difficulty raising their bg back to range. The campus nurse provided additional juice and monitored the user's bg before sending them home. Ems was not called. The user had done a factory reset on their device the previous wednesday without healthcare provider (hcp)/clinical diabetes specialist (cds) approval and had the flu, which may have affected bg levels. The device provided low alerts, and the user reported dizziness as an immediate symptom.